Event description:
It was reported that during a procedure the venous stats and the po2 started droping. The po2 was 35 when the monolyth oxygenator was changed out with another monolyth oxygenator. The procedure continued without further incident. Pt had a very high platelet count. No pt injury.